Event description:
It was reported that there was underreporting of the atrial high rate episode percentage when the time between programmer interrogations was longer than the atrial arrhythmias trend period for this patient. Coincidently, the device was at elective replacement indicator (eri) and was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and analyzed. No anomalies were found.